Manufacturer narrative:
Unique identifier (UDI)# : not applicable. Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of biofilm, swelling, "mildly febrile hot and tender" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of heat, swelling, tenderness, and biofim as follows: undesirable effects. The pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both. Occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported pt was injected by a nurse with unspecified juvederm product and developed a "biofilm reaction" with "resistant swelling in multiple areas." Pt was treated by their general practitioner with prednisolone with no improvement. Upon review the reporting healthcare professional noted pt was "mildly febrile hot and tender" and treated pt with additional prednisolone, augmentin duo forte, and metronidazole. Symptoms have resolved.